Manufacturer narrative:
This supplemental report is being submitted to provide additional information, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer reported the patient was confirmed not to be a carrier of cjd. No device problem found.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Olympus was made aware the customer was awaiting the patient's autopsy to validate whether the device was contaminated or not. The customer recently confirmed the patient was not a carrier of the creutzfeldt jakob disease (cjd) and the device was not contaminated. The cause of death is unknown at this time and further diligence is in process.

Event description:
The customer reported contamination of the device with creutzfeldt jakob disease (cjd). The customer was advised to quarantine the instrument on site. There is no patient harm or injury reported associated on this reported event.

Manufacturer narrative:
To date, no patient infection or harm reported as a result of the reported event. Investigation is ongoing. This report will be supplemented accordingly following investigation.